Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an event of soft cannula issue and high blood glucose level on (B)(6) 2024. Patient first went to emergency room and later was admitted to hospital. Duration of hospital was 3 hours. Patient was found to be positive for moderate ketones. Blood glucose level was 29.8 at the time of the event. Therefore, patient took multiple daily injection 10 units, after that 20 units. No further information was available.